Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A registered nurse reported a peritoneal dialysis patient was found unresponsive by family & emergency medical services (ems) were called. The patient was connected to liberty cycler at the time of the event. Ems arrived & found the patient in asystole and delivered epinephrine w/return of spontaneous circulation. A differential diagnosis of cardiac arrest was made, the patient was treated w/insulin & calcium & glucose w/out return of cardiac activity. The patient was pronounced expired & the medical examiner was contacted.

Manufacturer narrative:
External visual inspection- there were no signs of any physical damage. The heater tray/scale was not obstructed two simulated treatments were performed using the received cycler, and there were no alarms that occurred during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudopatient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The valve actuation test passed. The system air leak test passed. The pt sensor calibration check passed. The load cell verification was within tolerance. The internal, visual inspection of the cycler unit found no discrepancies. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.